Event description:
It was reported that "na/r" had resident up in a hoyer lift. Aide put the residents legs over the side of the bed, and went to reach for the hoyer arm on the lift to move hoyer away from the bed. The right rear wheel/caster of the lift bent and resident was falling towards the floor. She was lowered safely down with no apparent injury. When the right wheel was examined by maintenance, the spindle on the caster was noted to be bent.